Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent tr, dyspnea, and edema appear to be due to the slda. Tr, dyspnea, and edema are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient returned to the hospital and an additional triclip procedure was performed to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed on (B)(6) 2024. On an unknown date, a single leaflet device attachment occurred as the clip had detached from the septal leaflet. The patient experienced ascites, dyspnea and recurrent tricuspid regurgitation. On (B)(6) 2024, a second triclip procedure was performed to stabilize the slda.